Event description:
The initial reporter stated they received discrepant results for one patient sample tested with amh elecsys on a cobas e 411 immunoassay analyzer (B)(4). The sample initially resulted in an amh value of 0.025 ng/ml and this value was reported outside of the laboratory. The sample was then repeated since the result did not match the patient's previous results. The repeat result was 5.16 ng/ml and this value was accepted as correct.

Manufacturer narrative:
There was a problem with the probe on the analyzer and this was resolved by the field service engineer.

Manufacturer narrative:
The engineer replaced a punctured tube on the analyzer. The complained sample was repeated and the result was ok. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.